Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a safil suture pack. Prior to use, it was noted that the packaging had not been sealed correctly. This malfunction impacted sterility of the product and it was not used on a patient. Additional information was not available.

Manufacturer narrative:
Samples received: 5 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received five closed samples and two opened (one of them has only the second pack open and the other one is empty) to analyze this case. We have checked carefully the empty sample received and we have found that there is the piece of plastic film of the second pack (outer pack) glued to the aluminium foil (first pack), and the second pack has a hole that corresponds to the piece of plastic glued to the aluminium foil. We have checked the other samples received and this defect has not been reproduced in any of the samples received. We have not found any second pack open in any of the closed samples received. The most likely root cause is that the hole found has been caused/produced when opening the second pack. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.